Event description:
It was reported via repair work order that the litter foot section was broken due to the foot section tube that was broken/damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.